Manufacturer narrative:
This event was initially incorrectly assessed as not reportable. Subsequently, the event was reassessed and determined to be reportable. Thus, the reason for the late submission. The device was evaluated. A service engineer (se) evaluated the device at the customer site to assess arterial flow. The se confirmed that the ivc flow was showing a shift of +0.2l/min and port flow was showing a shift of -0.2l/min when the device is stopped (no fluid flowing through sensors). Flow sensors were confirmed to have a permanent offset, which was further confirmed through analysis of the past perfusion data. The se replaced the port and ivc flow transducers. Device was tested to ensure flow values were at 0.0l/min when perfusion is stopped. Subsequently, all testing was completed successfully.

Event description:
It was reported that, it was noted by the principal clinical specialist that a perfusion from device 507 on metraonline from march of this year showed notably high arterial flow. This data was reviewed in relation to the original report which stated "arterial flow was also notably high (>1 liter/minute). A review of the session data might be helpful to understand baseline flow prior to perfusion with pump rpm 0. It was plotted baseline flow prior to perfusion during a period when pump rpm is zero. This graph demonstrates a large positive or negative flow from the sensors. While the pump speed is zero the flow through both sensors should be zero, as the pump is not spinning, and the pinch valves are closed. There is therefore some doubt here over the performance of the flow sensors, and further investigation is warranted.